Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. However, a definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): operation manual for ltf-s190-10 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope's objective lens adhesive was peeling off. There were no reports of patient involvement.